Event description:
It was reported that the ilet bionic pancreas did not connect to a newly applied dexcom g7 sensor, and the user received a ¿replace sensor¿ alert despite correct sensor code entry and a device restart with advised pairing time. Symptoms included loss of continuous glucose data and inability of the pump to receive sensor readings. Outcomes included interruption of automated insulin dosing control and the need for troubleshooting guidance. Investigation included remote troubleshooting and education, including verification of the sensor code, device restart, and guidance on expected pairing time. Investigation of this case revealed that the cgm-sensor-to-pump pairing failed, and the alert was consistent with a faulty sensor leading to unsuccessful communication with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a defective or nonfunctional cgm sensor resulting in communication failure.